Event description:
It was reported that there was a ¿fibre in the balloon¿ of a large volume infusor. This observation was made during storage, after compounding it with fluorouracil hs. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 14m027 was manufactured on november 12, 2014 - november 13, 2014. The device was received for evaluation. A visual inspection on the device (via the naked eye) noted a white particle approximately 0.60 mm in length, floating in the fluid pathway of the reservoir. The particle was identified to be acrylic material via fourier transform infrared spectroscopy (ft-ir) spectrophotometer scanning. The reported condition was verified. The direct cause could not be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.